Event description:
It was reported that the therapy worked ¿worked like a charm" at first then starting a month ago the patient started to have a lot of leakage and their symptom returned. The patient experienced loss of therapeutic effect, loss of bladder control and sometimes the patient was not able to reach the bathroom in time. The patient had tried all 4 programs without symptom relief. The patient felt stimulation at the same location as previously, and programs 2 and 3 seemed to work the best. Currently the patient was on program 3 at 1.45. The patient decided to increase to 1.65 and felt stimulation, but it was not uncomfortable. The patient mentioned that last week at 1.60 the "pulling feeling became intense." It last about 30 min and patient decreased stimulation to 1.5. The patient did notify the health care provider and was put on vesicare, which worked well but made the patient "so tired that she quit taking it." It was later reported on (B)(6) 2015 that patient was getting 50% or greater symptom reduction. The cause of the event was determined and reported as not device related. It was later indicated that the loss of therapeutic effect was sudden. It was noted that patient needed a new battery in their programmer. Additional information came in four days later indicated that patient received assistance from their health care provider or manufacturer representative and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0kvub, implanted: (B)(6) 2014, product type: lead.